Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
The patient reports that a battery displayed a critical battery alarm. The battery was exchanged and there were no effect on the patient. The battery was returned to the manufacturer and was received on december 30, 2014 for evaluation.

Manufacturer narrative:
The vad remains implanted. The battery was returned to the manufacturer and was received on 12/30/2014. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Battery received 12/30/2014.